Event description:
A malfunction alarm was reported by the caller for the tandem pump, noted as malfunction 199, with a specific code malf 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller in resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.